Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported to have determined that the graphical user interface (gui) to breath delivery (bd) cable assembly was bad.

Event description:
It was reported that the ventilator had a blank screen. It is unknown if the event occurred during patient use.